Event description:
Report received that the device did not alarm for air in line. The device was programmed to infuse an unspecified concentration of morphine at an unspecified rate. According to the customer contact, the air sensitivity alarm was set on "low". Other program settings were unspecified. An extension set, which included an air-eliminating filter was connected to the primary tubing set. After an unspecified length of time from the start of the infusion, the nurse observed "very fine champagne-size bubbles" in the tubing passed the pump cassette without an alarm. Reportedly, no air was noted in the tubing distal to the air-eliminating filter. No air was infused into the pt because "the set up included an air-eliminating filter" it is unk whether the infusion pump was replaced. The tubing set was replaced, and the therapy was resumed with minimal delay in therapy. There was no reported adverse pt event. Though requested, no additional info was available.